Event description:
The affiliate reported the customer alleged elevated free thyroxine (ft4) results, above the normal reference interval, for 13 pts, involving unicel dxi 800 access immunoassay system. This report refers to pt number four. Subsequent testing on another reagent pack produced a normal result. The elevated result was released out of the laboratory. There was no report of pt injury. There has been no report of change in pt treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. From the customer supplied reagent inventories, the reagent pack in question had been loaded and used on another unicel dxi 800 system, producing the erroneous results. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events. All related medwatch reports: 2122870-2011-05207, 05208, 05209, 05211, 05259, 05260, 05261, 05262, 05263, 05264, 05265, 05266.